Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
New information related to the section e - initial reporter was provided. E1 - name and address - previous name and address: (B)(6) hospital, corrected name and address: (B)(6).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site. According to the fse:s opinion during the inspection, the o2 gas module, air gas module, backup battery, expiratory cassette, the control and monitoring printed circuit boards might be damaged/defective and that all the mentioned parts needs replacement. No parts were mentioned to be replaced as the customer did not accept the quote for replacements. Given this, we have not been able to identify any root cause.

Event description:
Manufacturer's ref: #(B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).